Event description:
Customer reported that he has been experiencing no delivery alarms and has noticed some bent cannulas. Customer stated that sometimes he has disconnected at the site and primed and the insulin pump does not alarm when there is no delivery. Customer stated that he feels it caused by site issues and not the product. Customer was unable to troubleshoot at the time. Most recent blood glucose was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.